Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues and pain. The pt was seen at the center for device eval. Testing performed confirmed out of range impedances on all electrodes. Surgery is to be scheduled to explant the pt's device.